Event description:
It was reported the procedure was performed in the left anterior descending artery with moderate calcification and tortuosity. The pressurewire x, wireless device was successfully calibrated and equalized. The device successfully crossed the lesion. It was noted that due to patient anatomy, there was resistance while crossing the lesion. While attempting to remove, it was noted the device was unable to be retracted. The physician rotated the device little by little and the device was successfully removed from the anatomy. There was no damage observed on removal of the device. Another device was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to circumstance of the procedure. It was reported by the account that there were some difficulties while crossing the device into the lesion due to the moderately tortuous and calcified anatomy. In this case, it is possible that the pressurewire became damaged and/or entrapped in the challenging anatomy resulting in the reported difficulty advancing and removing the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.